Manufacturer narrative:
No service was requested. The user facility reported that after the ventilator passed pre-use check, it was returned for clinical use. No ventilator logs were provided. The root cause of the generated alarms has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).